Event description:
It was reported that three days post implant the patient came into emergency room with severe chest pain due to myocardial perforation. X-ray was performed and the right ventricular (rv) lead had dislodged. Rv threshold was inconsistent in both bipolar and unipolar, and r-waves were low. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead (B)(6) 2012. (B)(4).